Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the device was later explanted due to normal battery depletion.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a charge time (CT) of 17.4 seconds, and it was questioned if this CT was normal. Technical services (ts) discussed the CT behavior. Additional information was provided that during a normal device follow-up check, the CT was found to be 20.5 seconds and the battery voltage was 2.57. Ts advised to perform another manual capacitor reformation which resulted in a decreased CT of 17.2 seconds. Ts discussed the midlife display of replacement indicators advisory behavior and elective replacement indicator (eri) due to CT. It was noted that this would be discussed further with the physician. No adverse patient effects were reported.